Manufacturer narrative:
A visual examination of the device revealed a jagged tear on the left of the internal bolster obturator anchor pocket. The bolster appears to have been molded properly with no voids, bubbles or thin areas noted. The obturator rod was without issue. It was noted that the condition of the returned unit was not consistent with the complaint incident that the internal bolster detached/separated. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 17339189 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, during the procedure, the internal bolster was torn before the obturator was used to extend it. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, during the procedure, the internal bolster was torn before the obturator was used to extend it. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.